Manufacturer narrative:
A specific root cause for the event could not be determined. Product was not returned for investigation. The customer did not return any product.

Event description:
The reporter stated that while using the coaguchek xs meter (up1221564) a result of 4.4 inr was obtained. The patient was then sent over to a coumadin clinic and that clinic obtained a result of 3.2 inr on an unknown roche coaguchek meter. The reporter did not have the meter or strip information for the coumadin clinic device. The reporter states the second result was obtained within seven hours of the first and while using a new fingerstick. The reporter did not know what changes if any the doctor made to the patient's coumadin dose. The patient was not on heparin or any direct thrombin inhibitors. The patient does not have any antiphospholipid antibodies. The reporter stated the patient was stable. There was no adverse event. There was no information provided on the coumadin clinic, therefore no product is able to be requested to be returned. This medwatch is for the unknown roche coaguchek meter. For the coaguchek with the serial number (B)(4), reference the medwatch with the patient identifier (B)(6).